Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed, and the reported complaint was confirmed by failure analysis. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.167¿ x 0.426¿ broke off the instrument. Not all the fragments were returned with the instrument. The instrument was found to have a dislodged proximal clevis at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure the tip of the fenestrated grasper instrument broke. Reportedly the site did have to remove the cannula and instrument at the same time, as the instrument would not come out of the cannula. Intuitive surgical inc. (Isi) made a follow-up attempt with the customer and received the following additional information: the tip of the fenestrated grasper instrument was broken. The instrument was inspected prior to use. When the reported issue occurred, the patient's bowel was being manipulated. It is unknown if there were any instrument collisions. A fragment from the instrument fell into the patient and was retrieved during the same procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images was consistent with the reported complaint of a fragment fall into the patient. The provided image confirmed the breakage of the instrument at the distal end and retrieved fragments.